Manufacturer narrative:
A photo was shared by customer, where a broken piece of the microclave is observed to be stuck on the male luer's mating device, no additional damage or anomalies are observed. One used list# 011-c3300, microclave® connector, connected to an unknown, infusion set were returned for evaluation. As received the microclave was observed to be broken off, beach marks and crazing inside the clave was confirmed. No additional damage or anomalies were confirmed. Complaints of cracks can be confirmed. The probable cause was due the probable cause is due to environmental stress during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a clave¿ neutral connector where it was reported there was a broken needleless connector which was found during continuous infusion. There was patient involvement and unknown patient harm.